Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) was not working. A field service engineer (fse) dialed into the machine and rebooted it to restore the bio ID functionality. After the machine powered back up, the nurse was able to log in successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier failed and displayed a required maintenance error, prompting the user to enter a password. The customer mentioned that they needed the fingerprint functionality to work in order to access their medication more quickly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.